Event description:
The customer reported a system failure error message. This resulted in a loss of imaging functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The midas card driver and hard drive were replaced. The system was then found to be operating as intended.